Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab (fa lab) was able to replicate the reported problem. The hybrid board was replaced along with the latch plate. The revel unit passed all testing.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the failure alarm, patient circuit warning,and I-hold malfunction occurred on the revel ventilator. The issue occurred during patient-use. At this time, there is no information regarding patient harm associated with the reported event.